Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via the interdepartmental helpline solution tracker, customer's spouse reported the customer had low blood glucose on (B)(6) 2015. Customer was hospitalized but now was doing well. Two attempts have been made to get further information on the hospitalization.